Event description:
It was reported that the patient presented to the emergency department and it was noted that a bradycardia episode had not been recorded by the implantable cardiac monitor as a result of undersensing. The device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.